Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (past level not reported; recent was 400-500 mg/dl). The pump supplies were changed. Insulin pen was used to deliver insulin. The customer thought there was a pump issue. Tandem clinical diabetes specialist met with the customer and after checking the pump, no device issues were identified. The customer was satisfied and no further action was required.